Event description:
It was reported the patient has not used her scs system since 2010 because the system stopped working. She stated her ipg site is causing her discomfort and she is in a hospital bed all day. Follow-up identified the patient used her programmer and it displays an "ipg battery low" message. She reported she was able to achieve stimulation but it only works for a few hours before shutting off. It was reported the patient plans to see a physician for a battery revision consult.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.